Event description:
In 2008, the sales representative reported that during a removal surgery, the surgeon was explanting the closure top when the shaft of the driver bent. There was no surgical delay or patient injury. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Evaluation is pending upon the return of the product.